Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had intermittent jumps in high out of range pacing impedance greater than 3000 ohms. There were no observations of noise on the egm, with the exception of the shock channel. The sensing and thresholds were good, and the patient was not dependent. The system remains in-service. No additional adverse patient effects were reported.